Event description:
The account alleged the head casters are stuck in brake.

Manufacturer narrative:
The technician found both plastic bushings on the brake bar were broken and both caster supports were cracked preventing the right foot caster from holding when in brake. He replaced both plastic bushings, both caster supports, and the right foot brake caster to repair the bed.